Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Event description:
There was an allegation of questionable false positive hiv results while using the cobas® mpx - 480t assay on the cobas 6800 analyzer. The initial result was reactive. The serology testing was negative. No viral load or confirmatory results were provided.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation is ongoing.